Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) is having an error code 242.4030, (B)(6) already tried replacing motor controller board and ail assembly but the error code 242.4030 still continue to show up. (B)(6) need recommendation from me on what else he can try. I told (B)(6) to inspect the ail assembly make sure that the encoder sensor is not broken. I also educate him how to remove the ail assembly without damaging the encoder sensor. If ail assembly looks fine, the other option is to replace the bezel assembly, I provided the bezel assembly part number 49000270 to (B)(6).